Manufacturer narrative:
Reagent issues are not suspected, as calibration and qc were acceptable. Several preanalytical issues were observed: a clotting time of 15 minutes was observed, whereas the specified duration is 30 minutes. The sample tube was inverted only once; the recommended procedure specifies at least 4-5 inversions. Centrifugation was performed for 15 minutes at 3500g, while the correct settings for the sample type are specified as 10 minutes at 3000-3500g. The investigation determined the event was consistent with improper pre-analytical processes, which led to an inhomogeneous sample, causing variable results. The investigation did not identify a product problem.

Manufacturer narrative:
The hdlc4 reagent lot number was 837065 with an expiration date of 31-oct-2026. The chol2 reagent lot number was 855587 with an expiration date of 30-nov-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable results for 2 patient samples tested for cholesterol gen.2 (chol2), hdl-cholesterol gen.4 (hdlc4), and triglycerides on a cobas c 503 analytical unit. The chol2 results were discrepant for 1 patient, and the hdlc4 results were discrepant for the other patient. Patient 1 initial chol2 result was 69.6 mg/dl. The repeat by the beckman coulter method was 200 mg/dl. An additional chol result from (B)(6) 2025 was provided of 118 mg/dl. It is not clear what instrument this result is from. On (B)(6) 2025, the repeat from the c503 analyzer was 114 mg/dl. Patient 2 initial hdlc4 result was 15.9 mg/dl. The repeat by the beckman coulter method was 51.5 mg/dl. On (B)(6) 2025, the repeat from the c503 analyzer was 50 mg/dl.